Event description:
After an implantation time of 85 months it was reported, that during an explantation procedure of the right ventricular lead (sn (B)(4)) an insulation defect was noted. The lead was explanted.

Manufacturer narrative:
The returned leads displayed severe surgery damages, making an analysis very challenging. The performance of the leads was scrutinized, including a visual inspection. Upon receipt, the lead under complaint was found capped 11cm distal to the is-1 connector pin. All fragments were received for analysis. An extraction aid was found in the distal lead body. The lead body including the conductor coils was found stretched, the lead tip was found ruptured from the distal end insulation and the fixation helix was found bent. These damages most likely occurred during the extraction procedure due to tensile stress. Furthermore, a damaged steroid collar was found, which was probably damaged during the surgery. However, no damages could be found that could be clearly related to the clinical observations. Should additional information or diagnostic images become available, the investigation will be updated. The manufacturing processes for the mentioned above leads were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.